Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized twice throughout the day due to high blood glucose and ketones. The blood glucose reading was 400mg/dl the first time, then 447mg/dl the second time. The customer stated that she changed the infusion set twice prior to her admission. The customer stated that she was experiencing high blood glucose for (B)(6). The customer's most recent glucose reading was 310mg/dl and she was treated with the insulin pump and manual injections. Troubleshooting was performed. Reviewed the programming on the insulin pump and found that the basal, bolus, and daily totals were not adding correctly. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.